Event description:
This is an adverse event noted as part of the b-300 (B)(6). This is a (B)(6) female with moderate grade intra-epithelial neoplasia (mgin). Circumferential ablation was performed without acute adverse event or device malfunction. A stricture was noted two months later and was serially dilated. Symptoms significantly improved after dilation and pt is still being followed to determine if additional dilation is required.